Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the pacemaker setscrew was failing to be tightened. The pacemaker was not used. The physician continued to use the second pacemaker and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported complaint of setscrew would not tighten was not confirmed. Analysis revealed the setscrew was normal with no anomalies and no type of damage. The setscrew problem was due to the user¿s incorrect use of the torque wrench.